Manufacturer narrative:
Update of section d4 - primary UDI number from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 56284ud01 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 56284ud01 and issue. Device history review did not identify any related nonconformances, potential nonconformances or deviations associated with the lot number 56284ud01 and complaint issue. The overall performance of the alinity I total b-hcg was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 56284ud01. In-house accuracy testing was completed with retained complaint lot number 56284ud01. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 56284ud01 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: initial result was >600 miu/ml, repeat was <5 miu/ml there was no impact to patient management reported.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: initial result was >600 miu/ml, repeat was <5 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-74 has a similar product distributed in the us, list number 7p51-21/-31.

Manufacturer narrative:
Section d lot # was updated from unknown to 56284ud01. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. H3 other text : device evaluation is still in process.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: initial result was >600 miu/ml, repeat was <5 miu/ml. No impact to patient management was reported.